Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to double counting. The rhythm appeared to be atrial tachycardia or a bundle branch block with aberrancy in the range of 170 bpm. It was noted the patient was exercising at the time of the shock. The patient had a recent exercise test where no issues were observed; however, it was not known if the patient's heart rate was up to 170 bpm during the test. Technical services discussed the rate was too fast to avoid therapy by increasing the zone rate cut off. It was recommended to perform a new exercise test at higher heart rates, to see if the morphology change could be reproduced. No adverse patient effects were reported. The device and electrode remain implanted and in service.